Event description:
Customer called to report a call for the paramedics. Customer had a low blood glucose reading of 19 mg/dl. The current blood glucose reading is 156 mg/dl. Customer rode his bike to work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.